Event description:
Subsequently, the lead was confirmed dislodged. The physician elected to surgically intervene and remove this product. The lead was successfully explanted; however, discarded at the medical facility. No resulting adverse patient effects were reported.

Event description:
Boston scientific received information that the patient came for a routine follow up and it was noted that sensing values were not measurable, impedance had increased to 1640 ohms, and there was no measurable threshold. The pacemaker was programmed to pace at a frequency of 50 beats per minute despite the natural frequency of the patient. The pacemaker was programmed to a lower setting. The indication fpr pacing was av-block ii. The patient was admitted to the hospital and scheduled for a revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.